Event description:
Electrical issues were noted to the subject pacemaker. Reportedly during a f/u performed on (B)(6) 2012 the ventricular impedance was above 2900 ohms and the threshold was 2.5v. On the f/u made on (B)(6) 2012 an alert of v impedance above 3000 ohms was displayed on the overview programmer screen and also high threshold was noted. On a subsequent f/u performed on (B)(6)2013 the same alert was observed, for which the physician decided to perform a pacemaker revision. During the re-intervention the physician unscrewed the v lead (xfine), tested its parameters with a psa and no anomalies were noted. The lead was then reconnected to the subject pacemaker and ventricular impedances above 3000 ohms were still observed. A new pacemaker was implanted.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was mfg and used outside the us. Analysis is pending.